Event description:
It was reported that, during an acl reconstruction surgery, the end of the 4.5mm drill bit sheared off completely while the surgeon was drilling a tunnel. He was drilling over a 2.4mm passing pin. The fluted end remained in the bone tunnel when the rest of the device was removed. X-ray was called to see where the broken piece was and all of it was removed. A s&n back-up device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The reported 4.5 endoscopic cannulated drill bit, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill tip broke during use and was removed from the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. Drilling over a bent guidewire. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the end of the 4.5mm drill bit sheared off completely while the surgeon was drilling an acl tunnel. He was drilling over a 2.4mm passing pin. The fluted end remained in the bone tunnel when the rest of the device was removed. X-ray was called to see where the broken piece was and all of it was removed. A backup device was available to complete the procedure with no delay or patient injuries.